Manufacturer narrative:
Complaint not confirmed visual evaluation did not showed any damaged to the device. It was noticed that the electro head has signs of usage. Device memory was check and no error message was found. After resetting the device memory, device functioning showed all buttons were functioning.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a knee arthroscopy the probe became black due to a electrical shorting. It was further reported there was no contact between the optic and the probe. The surgeon reported that there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.